Manufacturer narrative:
One (1) used list# b3300, clave¿ neutral connector, lot# 4750820, were received and visually inspected. Cracking and breakage of the female luer of the used b3300 clave neutral connector was confirmed. There was evidence of crazing and axial cracks in the female luer with scallops in the crack plane typical of environmental stress cracking. The probable cause of the female luer breakage is typical of environmental stress cracking during use. A device history review for lot# 4750820 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a microclave neutral connector that leaked during a propofol infusion on a plum 360 pump. The patient was receiving a propofol infusion and was not responding to the medication as expected. The nurse found the connector to be leaking in the bed. The leak occurred approximately 15 minutes during the infusion. The microclave was attached on one end to ICU medical MRI IV tubing and the other male luer lock end was attached to a central line lumen. The tubing and connector were replaced, but the threaded ends were cracked right off exposing the silicone stem. There was patient involvement, but no harm reported. This report captures the second of two events.